Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of the clinical study reported the patient had a urinary tract infection. Signs and symptoms were noted as ¿slight during at urgency¿. The patient had not followed up with their provider but they felt they had a urinary tract infection. No action was taken and the event was considered unresolved with no further action planned. The etiology was unlikely related to the device and not related to the implant procedure.

Event description:
Additional information received reported this was the first event of uti since implant of the device;no actions or interventions were taken. No cause was listed, but still was unlikely related to device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.